Manufacturer narrative:
Sections with additional information as of (B)(6) 2024. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Most likely underlying root cause: (B)(6): use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 30-jul-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products did not resolve the initial concern; customer stated some of the pen needles are having similar issue as the previous lot.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer reported complaint the 31g pen needles did not dispense the insulin. The package was not open or damaged when received by the customer. The customer has been using the product since (B)(6) 2024. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.